Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Manufacturer narrative:
The pump was received with a blank display due to a shorted out lcd driver board. Unable to perform the displacement, rewind, basic occlusion, prime, excessive no delivery or occlusion tests due to the blank display. Unable to test for the sensor calibration due to the blank display. The pump also had a broken belt clip slot, a stained end cap sticker, a cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 57 mg/dl. The customer was treated with juice. The customer advised to insert new aaa alkaline battery. Customer stated that display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed tor return the product for analysis.